Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2023, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis, adenomyosis and adenocarcinoma endometrial on (B)(6) 2023, itching, swelling, bee sting ((allergy, mild, swelling itching)), rash (verified allergy), latex allergy, smoker (current every day smoker), vaginal delivery (3), obesity and asthma on (B)(6) 2023 and back pain. Alcohol use: no. Previously administered products included: acetaminophen, doxycycline, ibuprofen and lactose for allergy. Past adverse reactions to the above products included: gastrointestinal upset with acetaminophen, ibuprofen and lactose and mild agitation with doxycycline. As concurrent condition the report mentioned pelvic pain since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3671 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure problems back the right fallopian tube measures 6 x0.5 cm and is grossly unremarkable sectioning reveals a proximal intraluminal essure coil. The left fallopian tube measures 7 x0.5 cm and is grossly unremarkable sectioning reveals a proximal intraluminal essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis. Uterus, cervix, bilateral fallopian tubes; hysterectomy: uterus (129.5 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils (gross exam only). No evidence of malignancy. Specimen source: uterus, cervix and bilateral fallopian tubes. Clinical history: pelvic pain, essure problems. Gross description: the right fallopian tube measures 6 x0.5 cm and is grossly unremarkable sectioning reveals a proximal intraluminal essure coil. The left fallopian tube measures 7 x0.5 cm and is grossly unremarkable sectioning reveals a proximal intraluminal essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporters information, patient information, medical history, lab data, drug stop date, event onset date ,non drug treatment information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.